Manufacturer narrative:
The reported complaint broken lead with high impedances in all contacts was confirmed. As received, microscopic inspection of the lead was found with all its wires broken that could cause high impedances as reported.

Event description:
It was reported that patients lead had all high impedances, it was visually confirmed that patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein lead was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.